Event description:
The customer reported the device fails opcheck. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device fails opcheck. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The device showed a shock equipment malfunction and failed to shock. The therapy pca was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.